Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and powered down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed a single occurrence of a total power failure event in the device. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device event was most likely due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and powered down. There was no patient injury reported as a result of this incident.